Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. However, pump unable to vibrate during self test, problem isolated to the vibrator motor. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 36 mg/dl at the time of the incident. The low occurred after a set change. The customer was at 57 mg/dl at the time of admission, and 238 mg/dl at the time of the call. The customer used food and glucose tablets and was given a shot of humalin to treat. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was completed and the pump did not vibrate during the self test. The insulin pump will be returned for analysis.